Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer a blank display on the insulin pump. Customer's blood glucose level was 11 mmol/l. Customer called last week and stated that the pump was not functioning anymore. Customer reported that the battery needs to be changed every day. Customer is now using energizer batteries. Customer was sent a new battery cap. Customer tried new energizer batteries, but the problem persists. Pump will be returned for analysis. No additional information provided.

Manufacturer narrative:
The insulin pump was monitored, all operating currents tested within specification range. No blank display noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners note during our visual inspection.